Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that he was driving when the pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was assisted in performing a manual prime. The customer stated that the motor error did not recur. The customer was advised that the displacement test and manual prime were successful. The customer will be sent a replacement pump because of a button error alarm.